Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 500 hematology analyzer. The volume of the leak was about 3 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No discrepant patient results were generated. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found that the tubing had popped off the platelet (plt) sweep flow port of the red blood count (rbc) aperture housing. The sweep flow is a stream of diluent which flows behind the rbc aperture to sweep cells away as the exit the aperture, preventing the cells from swirling back into the plt sensing area. The fse replaced the tubing and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was the tubing popped off the plt sweep flow port of the rbc aperture housing. Bec internal number: (B)(4).